Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported 1 false positive sars result for one asymptomatic patient. The facility communicated the result was confirmed negative by molecular (pcr testing).